Manufacturer narrative:
The reported event could not be confirmed, since the returned device is conforming to specifications and fully functional. In the case presented, a patient had been treated with star in 2015. On (B)(6) 2019, the patient had to be revised as they were having pain in the ankle. The poly component was returned and looks in a very good shape. It does not present any signs of wear, breakage, or deformation. The x-rays as well as all other information at hand was provided to stryker. Pain is a known complication, is listed in the IFU as a known adverse effect. Based on the available information, a deficiency of the devices in question could not be determined. The exact root cause of the pain could be attributed to the way the device was implanted, and possibly to patient factors. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
It was reported that a patient who previously had a star ankle device implanted presented with ankle pain. The original procedure was completed successfully with no surgical delay or adverse consequences reported. Progress note indicated that revision surgery was recommended.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
It was reported that a patient who previously had a star ankle device implanted presented with ankle pain. The original procedure was completed successfully with no surgical delay or adverse consequences reported. Progress note indicated that revision surgery was recommended.